Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, that a pump jam occurred. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.

Manufacturer narrative:
It is anticipated that the large 6" roller pump will be sent back for eval. The customer is evaluating the small 4" roller pump.